Event description:
Event description guidant received info that following the delivery of numerous inappropriate shocks, the implantable cardioverter defibrillator (ICD) could not be interrogated and would not respond to a magnet. It was also reported that no pacing output was noted. The ICD was removed but not returned to guidant until march of 2004.